Manufacturer narrative:
The basal iq pump user guide cautions that insulin should be at room temperature before filling a cartridge no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer observed air bubbles within patient line. The customer loaded the cartridge with cold insulin. Tandem technical support reminded the customer this was off label. Customer's blood glucose was 250-286 mg/dl.